Event description:
The rptr stated that they did meter to hcp meter comparison tests. Rptr did two back to back meter tests with results of 400 and 365 mg/dl. 20 minutes later rptr was tested on the dr's meter (type unknown) with a result of 165 mg/dl. Rpter did not have any symptoms. The rptr was applying their blood sample to the wrong side of the strip. No harm was alleged.